Event description:
Customer reportedly received results of 102 mg/dl and 197 mg/dl within 10 minutes on the advantage system. Controls were run a week and a half ago and were in range. No action was taken based on device results. The customer did not provide the location where the discrepant results were obtained. The discrepant results occurred in 2007. No adverse event reported. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot number 549548, expiration date 03/31/2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.